Event description:
It was reported the customer was receiving excessive no delivery alarms. Customer's blood glucose was 150 mg/dl. No additional information provided.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. No unexpected no delivery alarm noted. Unit had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.